Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure (B)(6), 2010. According to the complainant, while attempting to deploy the stent in the hilum within the right hepatic duct, the physician felt significant resistance and the catheter could not be pulled back to deploy the stent. It was noted that no portion of the stent was visible after the deployment attempt, nor was any damage noted to the handle. Additionally, the patient's anatomy was not tortuous nor predilated. The physician was able to remove the device without issue and use another wallstent rx biliary stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results- the stent wires perforated through the outer sheath.

Manufacturer narrative:
(B)(4) stent failed to deploy. The returned device presented with the stent fully mounted, along with several of the stent wires having perforated through the outer sheath at 7mm proximal to the distal end of the outer sheath. Additionally, the inner lumen was kinked and slightly protruding though the guidewire access port. During a functional test, it was not possible to retract the distal handle and outer sheath due to the perforated stent wires. The shaft was dissected but it was not possible to withdraw the inner lumen and stent, again, due to the perforated stent wires. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. This event has been assigned the most probable root cause of operational context.